Event description:
It was reported that during an unrelated surgical procedure, the patient's right atrial lead became dislodged. On (B)(6) 2022, the lead was explanted and replaced successfully. The patient remained in good and stable condition throughout the procedure.